Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient product;unable to confirm complaint.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer have not had any recent changes in diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 144 mg/dl and 135 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is week of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not provided): (B)(6). Adverse event not reported.